Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when binding the cystic duct during a laparoscopic cholecystectomy, it was stated that there were malformed clips and the surgeon was not able to squeeze the handle. There was no patient injury.